Event description:
On 13/mar/2024, fresenius became aware this patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized and diagnosed with peritonitis on (B)(6) /2024. Follow-up with the patient¿s pd registered nurse [(pd)rn] confirmed the patient presented to the emergency room on (B)(6) 2024 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc elevated, result not provided) were collected, and the patient was diagnosed with peritonitis. Once admitted, the patient was treated with intraperitoneal (ip) vancomycin 1000 mg (single dose) and ip cefepime 1000 mg daily for 14 days. The patient¿s peritoneal effluent culture result returned positive for klebsiella oxytoca on approximately 2/mar/2024 and the patient¿s vancomycin was discontinued. The patient continued to undergo ccpd therapy while hospitalized without reported issue and was discharged home on (B)(6) 2024 in stable condition. The pdrn attributed causality to a touch contamination event involving poor hand hygiene. The patient suffers from chronic diarrhea, and admitted she used the restroom at night and failed to perform hand hygiene before reconnecting. Per the pdrn, the events were unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s). The patient has recovered from the serious adverse events and continues to undergo ccpd utilizing the same liberty select cycler without reported issue.